Event description:
It was reported that a sphere would not engage into the baseplate and the sphere was replaced.

Manufacturer narrative:
Please note the correction regarding the FDA reg# (the correct FDA# (B)(4)) and d3 manufacturer entity: the reported event could not be confirmed. The device was returned and did not match the alleged failure. Based on investigation, the root cause cannot be confirmed. During attempts to assemble the glenosphere to the baseplate the user failed to maintain axial alignment while turning the glenosphere set screw. A functional test was conducted on the returned device and confirmed the screw was able to be tightened appropriately and fully lock when assembled to the baseplate. The device functioned as intended. The surgeon made the choice to go with a different glenosphere and the surgery was completed with no issues noted. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that a sphere would not engage into the baseplate and the sphere was replaced.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.